Manufacturer narrative:
The user facility's biomedical engineer is trained by the manufacturer. He is going to attempt replacing the oxygen (o2) sensor.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not pass calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.